Event description:
It was reported that a sitter select alarm model 8361 has no alarm sound. No pt injury reported. Inspection shows that the alarm had damage that could potentially cause or contribute to a serious pt injury.

Manufacturer narrative:
Evaluation codes: results: (other) -the alarm unit had intermittent power.